Event description:
Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory for a scheduled right ventricular (rv) lead revision due to increasing rv pacing thresholds. The lead was not providing bradycardia pacing as required. During the extraction of the lead, a pericardial effusion occurred requiring surgical intervention. A pericardiocentesis was performed which resolved the issue. A replacement rv lead was implanted with no further difficulties reported. To date, the explanted lead has not been received at boston scientific's return product department.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided and/or the lead is returned to boston scientific.